Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen (1,300 mcg/day, 2,000 mcg/cc) via an implantable pump for an unknown indication for use. On (B)(6) 2018, the pump was interrogated during a refill and a motor stall was identified (unknown date of stall). The elective replacement indicator (eri) of the pump was indicated as 23 months. The patient experienced an increase in spasticity. There were no known contributing factors. As an intervention, the patient was sent to the emergency room (ER) and admitted to manage withdrawal and replace the pump (surgical intervention). On (B)(6) 2018, it was reported the pump would be replaced on (B)(6) 2018. The event was not resolved at the time of this report. The patient's status was listed as 'alive - no injury'.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, additional information was received from a manufacturer representative (rep). Additional information reported the exact time of the motor stall was unknown, but indicated the pump would be returned so logs could be read then. The onset of the increase in spasticity was requested and the rep responded, "the physician just reported that the patient had some slight increase in tone. Sent to the ER for precautionary measures". It was unknown if the patient heard any alarms prior to the interrogation/refill. The rep confirmed the pump was replaced on (B)(6) 2018 and the pump replacement resolved the event.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- (B)(6) 2018, 15:25:34 cst pli# 10 product ID# 8637-20. Analysis of the pump (sn; (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. Analysis identified residue in the motor gear train that contributed to the motor stall. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in august 2017. The previously reported conclusion code (B)(4) no longer applies to this event. The conclusion code has been updated to (B)(4). If information is provided in the future, a supplemental report will be issued.